Manufacturer narrative:
This report is being submitted to report additional information. The device history record (DHR) for the zimmer air dermatome ii hose: synthes (ao), 3 m, part number 00885100203, review could not be performed as the manufacturer serial number could not be tied to a zimmer biomet work order number. While the returned product investigation confirmed that the zimmer air dermatome ii hose: aga, 3 m had a mis-seated o-ring causing an air leak, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During the kit inspection at zimmer biomet, the employee noticed that air was leaking from the hose.